Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis noted that the returned power brick cord was deformed from heat by the green led light on the power cord. During analysis the cord became extremely hot by the led light when plugged into an electrical source and smoke started coming out of the area that was melted on the cord. A ringing noise was also noticed from the power brick. The hot power cord allegation was confirmed by analysis.

Event description:
\Boston scientific received information that the patient stated that the power cord to the communicator was hot to the touch. No patient injuries occurred to the hot power cord. The communicator and power cord were returned for analysis. Initial analysis noted that the power supply was deformed t by the green led light in the power cord due to excessive heat. Further detailed analysis is being performed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.